Manufacturer narrative:
(B)(4). Concomitant med products and therapy dates: compact speed reducer device, (B)(6) 2019. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device had corrosion/rusting/pitting. It was further determined that the device had an unexpected noise and a liquid leak. It was observed that the hose was damage (excluding rupture). It was noted in the service order that the motor and compact speed reducer devices were covered with oil when they were washed. It was further reported that there were no issues when the devices were washed and sterilized again. It was reported that it appeared the hose of the motor device was worn. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.